Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the defect of the printed circuit board was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device have not been returned to omsc but was returned to olympus (B)(4) (oekg) for evaluation. In the evaluation of oekg the following was confirmed; omsc could reproduce the reported phenomenon. Oekg confirmed that the printed circuit board of the device was defective. The printed circuit board is associated with endoscopic image quality. Therefore, oekg guessed that the defect in the printed circuit board caused the reported phenomenon. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was notified that the endoscopic image of the subject device was intermittent. There were no reports of patient injuries associated with this event.